Event description:
Caller called to report unbearable pain in the area of the left breast implant and discomfort in the area of the right breast implant, has joint pain, brain fog, headaches, dizziness, unable to walk and inflammation. She has had series of blood work and numerous dr visits without any conclusion to what is wrong with her. Reporter states that her dr has prescribed anti-inflammatory that cost (B)(6) and massage the area that is in pain. "The massage makes the pain worse''. I don't know what to do." "I was healthy and active prior to having these implants."